Event description:
Telemetry identified that the ventricular lead exhibited loss of capture when the output was programmed to 2.5 v at 0.8 ms in bipolar. The loss of capture could not be recreated. Capture and lead impedances were no rmal. The physician elected to cap and replace the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.